Manufacturer narrative:
(B)(4)

Event description:
It was reported that a diagnostic anomaly was observed on a stitched episode where vt events were mislabeled as "vs" patient was asymptomatic. Programming changes were recommended. Patient was stable before, during and after the event.